Event description:
It was reported that when the asymptomatic patient presented for routine follow-up, pulse generator interrogation found the device to be operating in backup mode. Further interrogation yielded an error message. A software download successfully restored the device to normal functionality.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.